Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that calibration was not performed after experiencing inaccuracies, that calibrations were entered during periods when no values were present, that more than one bg meters were used throughout the same sensor session, and that the transmitter was not snapped in fully. No additional event or patient information is available. The receiver data log was reviewed on 03/03/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Also: during periods of signal loss: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. And: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. And: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Finally: sensor failures can happen when your display device doesn't receive your sensor's glucose readings. While it is rare to have a sensor failure, there are preventative steps you can take. Help prevent sensor failures by checking: sensor hasn't expired, transmitter is snapped securely in sensor pod.